Manufacturer narrative:
Device evaluated by manufacturer: yes. Result: device performed according to specifications. Conclusion: no failure detected and product within specification. Upon investigation, there was no internal nonconformances generated for kit batch p08961. Qc release data for the kit batches met specifications. No product or batch non-conformance was identified. Retain kits for those kit batches used during the 2011 evaluations met specifications when tested in house. Retain testing was not performed for the kit combination used in the 2009 evaluation as the main kit was expired at the time testing would have occurred. The customer did provide patient samples, which were tested for customer satisfaction purpose; no conclusions could be drawn from the data generated as the samples were considered off-label as they were stored for a prolonged period of time, which was outside of the claims in the package insert. (B)(4).

Event description:
A customer site in (B)(6) alleged that discrepant results were generated with the cobas 4800 (B)(6) test, (B)(6). Specifically, the customer was performing a validation study and ran samples that were previously tested in 2009. The customer claims that the re-tested samples have generated discrepant results with the cobas 4800 (B)(6) test, (B)(6). The samples were not stored according to the package insert.

Manufacturer narrative:
A definitive conclusion cannot be drawn at this time, as the investigation into this issue is ongoing. The outcome of the investigation will be communicated through a follow-up report. The related (B)(6). PMA p100020. (B)(4).